Manufacturer narrative:
H10: per additional information from the customer, it is unknown if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the biopsy channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope does not retro flex properly (angulation malfunction). The issue was found during reprocessing. During reprocessing, the scope was very hard to brush through the biopsy channel. The brush went all the way through, and nothing came out. The intended procedure was diagnostic. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no suction flow due to foreign material inside the biopsy channel and the borescope also found foreign material and deep scratches. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation it was found that there was no suction flow due to foreign material inside the biopsy channel and the borescope also found foreign material and deep scratches. Additional findings were as follows: the plastic distal end has deep scratches, the light guide lens has edge chip, the bending section cover glue has a crack, the plastic distal end cover insulation has dent, scratches, the control knob has movement, play, and the light guide tube, the object lens, the insertion tube all have minor scratches. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: the facility stated there was no elevator to flush or clean. The facility did not complete the brush points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. The facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.